Manufacturer narrative:
(B)(4). Additional concomitant medical products: unk head. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11266. Remains implanted.

Event description:
It was reported by the patient¿s legal counsel that during the patient's revision procedure, the taper adapter had cold welded to the femoral stem resulting in additional removal of the femoral stem, a femur fracture that was addressed intraoperativley, and a delay of 45 minutes. Attempts have been made and additional information on the reported event is unavailable.